Event description:
The pt's attorney has alleged a deficiency against a bard women's health mesh product. Additional info has been requested, but not yet received.

Manufacturer narrative:
The product family for this women's health product is unk; and therefore, the appropriate labeling/product documents for review could not be determined.